Event description:
Information was received from the user facility via a manufacturer representative regarding a device used for spinal therapy. It was reported that a trial was stuck on the inserter, and the inserter snapped when disengaging the trial. There was no patient involved.

Manufacturer narrative:
H3: product analysis of part # nav4680003 lot# em21h054 visual and optical inspection confirmed the inner shaft of the interbody inserter has been broken off and is missing. The instrument cannot function as intended. This regulatory report is being submitted due to retrospective review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.